Manufacturer narrative:
Date of event estimated. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023.

Event description:
It was reported that patient's leads had migrated, which was confirmed via imaging. As a result, the patient was experiencing ineffective therapy. Prior to surgery patient had an MRI and neither the patient controller nor the clinical controller could connect to the ipg and take it out of MRI mode. Multiple attempts and troubleshooting took place but were unsuccessful. It was concluded the ipg has been in MRI mode too long and would no longer be able to connect. Surgical intervention took place on (B)(6) 2024 where the leads were repositioned and the ipg explanted and replaced to address the issue.

Manufacturer narrative:
The report of ¿unable to connect to ipg¿ was not confirmed. Analysis of the returned ipg found that the device was in MRI mode. Using uep the device was moved out of MRI mode and normal pairing and bluetooth communication was observed. Based on event details, there was an inability to communicate between the cp/pc and ipg when the ipg was in MRI mode. During functional testing of MRI mode device was placed into and taken out of MRI mode without any issues. Cp/pc logs were not provided so there's no way to verify if there were any environmental issues present.

Manufacturer narrative:
Date of event estimated. Analysis of the returned ipg found that the device was in MRI mode. Using uep the device was moved out of MRI mode and normal pairing and bluetooth communication was observed. Based on event details, there was an inability to communicate between the cp/pc and ipg when the ipg was in MRI mode. During functional testing of MRI mode device was placed into and taken out of MRI mode without any issues. Cp/pc logs were not provided so there's no way to verify if there were any environmental issues present. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.